Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer stated that the handset was freezing at 90 percent. The agent assisted the patient in deleting the data. The patient was able to connect to the pump and request/receive a bolus with no lag time. The patient will call back when they need further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh9020tdd serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: sometimes up to 6-7 a day. The indication for use was non-malignant pain. The patient reported error code 338 on the handset for about 3 weeks. The patient stated they kept getting the error then waited to get a bolus and had to do it over and over again. The patient stated they spoke with ¿a guy¿ last week who told them to close all apps. The patient also stated they are ¿shutting it off¿ when they are not using it. The patient stated they saw the hcp (healthcare provider) last week friday who said that the patient needs to do boluses all the time because their back is so bad. The patient stated it was frustrating when you want a bolus and have to wait forever to get one. The agent reviewed information for 338 code. The patient then stated that it takes forever, circling and circling, and gets stuck at 91%. The agent assisted the patient with clearing data from the handset and the patient was able to connect to the pump fast without lag issue. The patient will monitor lag issue and call back if further assistance is needed.